Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and non-calcified common iliac to common femoral vein. Two wallstents were deployed and a 16-6/5.8/75 xxl esophageal balloon catheter was advanced for post dilatation. However, on the second inflation at 3 atmospheres for 30 seconds, the balloon ruptured. The ruptured balloon was removed intact and another 16-6/5.8/75 xxl esophageal balloon catheter was advanced. However, on initial inflation at 5 atmospheres for 15 seconds, the balloon also ruptured. The device was removed intact and the procedure was completed with another 16x6x75 xxl esophageal balloon catheter. There were no patient complications reported.